Manufacturer narrative:
A urine collection bag on a foley catheter was leaking and a new catheter was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A urine collection bag on a foley catheter was leaking and a new catheter was placed.